Event description:
Information was received from healthcare provider (hcp) via a manufacturing representative regarding a handpiece during a procedure. It was reported that since the shaft part of the handpiece blade was hot (hot when touching) about 10 times so far, it was confirmed that there was a change due to heat that did not burn the patient's pocket "epidermis". It was careful not to touch it normally, but an event occurred unexpectedly. The condition used was coag4 (cut was not used). It was confirmed with the person in charge for generations so far, but the sales rep was not convinced that it was said that "the structure of the product was unthinkable". Discoloration occurred due to heat when the shaft part touched the pocket skin. The procedure was completed with the reported product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.